Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported that the number of occurrences is 4. Please verify did 4 sutures break during suturing in this single procedure? Or issue occurred in 4 procedures? If multiple procedures are being reported, for each procedure please provide following information- please provide: event date, procedure name. Quantity involved? Event description indicating when during the procedure the issue occurred? How was case completed? Any patient consequences and what medical/surgical intervention was provided to manage them?

Event description:
It was reported that a patient underwent a vascular procedure on an unknown date and suture was used. During the procedure, the suture broke while repairing the femoral artery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.